Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The 15mm x 2.00mm maverick 2 balloon was advanced into the guiding catheter and became stuck midway and was removed from the patient. Upon removal the balloon shaft was noted to be broke into two pieces. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
A 2.00 mm x 15mm maverick 2 balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube was separated 61.3cm from the hub. Microscopic examination revealed damage to the tip. There is blood present in the inflation lumen and guidewire lumen. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The 15mm x 2.00mm maverick 2 balloon was advanced into the guiding catheter and became stuck midway and was removed from the patient. Upon removal the balloon shaft was noted to be broke into two pieces. The procedure was successfully completed with a different device without issue or patient injury.